Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a loose cable in the gripper part making it not workable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported was detected prior to starting procedure - post-anesthesia/after port placement. There was no injury to the patient and a backup instrument was used. There was no thermal damage, and no arcing observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed.